Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd plastipak¿ insulin syringe without needle 1400count there were missing scale markings. There was no report of patient impact. The following information was provided by the initial reporter: during medication preparation, it was shown that the syringe was without graduation.

Event description:
It was reported while using (brand name) there were missing scale markings. There was no report of patient impact. The following information was provided by the initial reporter: during medication preparation, it was shown that the syringe was without graduation.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.